Event description:
Smith and nephew bhr left hip replacement problems 14 months post surgery including swelling loss of strength, groin pain, numbness in left leg. Cobalt level of 10.1, chromium level of 13.9. Systematic joint problems with onset of problems. Needle aspiration showed no infection, high blood cell count, monocytes and lymphocytes out of whack. Devise is starting to catch and pop with all movement. Sometime difficult to stand after bending over due to device catching.